Manufacturer narrative:
Based on the claim against the product by the customer noting the occurrence of error c-34 on erbe, an investigation was completed to determine the cause of the reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the integrated elector surgical unit (iesu) generator unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis confirmed and reproduced the reported failure (c-34 error). The unit was placed on an in-house system and was run in normal mode. The complaint regarding the occurrence of error c-34 was confirmed by field evaluation by the fse and from the system error logs, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had an esu that was down after the start of the procedure due to non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the erbe generator had a fault. A nurse called back into technical support and informed the technical support engineer (tse) that they had the error return on the erbe. Tse was able to confirm error pointing to c-30 and c-34. Tse had customer reboot multiple time and try different outlets to no resolve. The call ended before finding out how case was completed. There was no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.